Event description:
Contact reports revision surgery was performed as two screws had pulled out of pedicles at the end of the construct approximately four to six months after initial surgery. Reports the pedicles had fractured at their base which caused the lack of proximal fixation at l2. See mfg medwatch report# 1526439-2012-00174 for the other screw that was involved in this event.

Manufacturer narrative:
No conclusions can be made as the device was discarded by the customer and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends.at this time, the complaint is considered to be closed. Discarded by customer.